Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient felt pain during insertion of the pod leading to irritation around the pod site. As treatment, the patient was planning to use a numbing cream that the diabetes educator was going to prescribe.